Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure and was having adequate coverage of pain area. The explanted ipg was discarded.